Event description:
It was reported that a 68 yr old male was implanted with a impella cp for percutaneous coronary intervention support (pci). Impella kinked while insertion in common femoral artery after passing the peel away sheat. Calcification was not detected in the fluoroscopy before.impella cp was after pci successfull weaned, explanation and closure without any problems. A few minutes later, the patient unexpectedly required cardiopulmonary resuscitation and expired in the cath lab.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Medical safety/clinical reviewed the event. Pre-procedure documentation described a multimorbid patient with the last remaining coronary vessel requiring intervention. An impella cp was planned and implanted pre-percutaneous coronary intervention (pci) to provide mechanical circulatory support. During insertion via the common femoral artery, the first impella cp (sn (B)(6) was noted to kink after passage through the peel-away introducer sheath. Vascular calcification had not been identified on fluoroscopy prior to insertion. The initial implant attempt was aborted, and a second impella cp (sn (B)(6) was subsequently implanted successfully. The patient underwent high-risk pci to the left anterior descending and right coronary arteries, with vessel treatment including percutaneous transluminal coronary angioplasty and stent placement. After the procedure the impella cp pump 2 was successfully weaned, explanted, and the access site was closed without complication. Some minutes (exact timeframe unnoted) following explant and closure, the patient unexpectedly experienced cardiopulmonary arrest, required cardiopulmonary resuscitation, and expired in the cardiac catheterization laboratory. No additional clinical or procedural details regarding the event were noted. Based on the available information, the patient had underlying coronary artery disease and underwent complex high-risk pci involving the last remaining coronary vessel. Although the impella cp pump 2 had been successfully weaned and explanted prior to the cardiopulmonary arrest, the event occurred within [unknown] minutes of device removal during the same procedural setting. No device malfunction or performance issue has been reported for impella cp pump 2 at this time. However, given the temporal proximity to impella cp pump 2 support and explantation, the death is being reported on the impella cp pump 2. Change in reportability: after review of the case by medical safety/clinical, it was determined the impella cp pump 1 is a serious injury type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been updated, corrected accordingly. Note: h6: device problem/component/investigation coding remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
Correction: e4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Unable to deliver or advance: returned complaint impella cp visually inspected. Both catheter kink and cannula kink observed near outlet observed. The root cause of delivery issue most likely was patient condition related due to calcified artery preventing successful delivery of impella. Product damage (cannula kink): the root cause of cannula kink most likely was patient condition related due to calcified artery. Device history review: the device passed all post sterile inspection checks.